Event description:
It was reported that the left ventricular (lv) lead was found to have no capture. The lv lead was programmed off. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.